Manufacturer narrative:
Results: footboard.

Event description:
It was reported by service report that the footboard and connector were damaged. The customer could not determine if there was pt involvement, however no adverse consequences were reported.